Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels after delivering a bolus. Customer set a temporary rate of 0% and consumed food to stabilize her blood glucose level.